Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-sep-2025, the user reported recurring cartridge leaks causing blood glucose (bg) to rise above 400 mg/dl. The agent identified that the user had been attaching the connector to the cartridge before inserting it into the pump, which caused the leaks. The user was informed of the correct process and acknowledged understanding but ended the call before bg details and lot numbers could be collected. The highest blood glucose (bg) recorded was reported above 400 mg/dl. Bg was affected. No symptoms or medical intervention were reported at the time of call.